Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) ((B)(6)) and two batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the driveline connector. Supplemental testing revealed contamination within the power port pins. Further supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to a momentary disconnection involving (B)(6) and due to communication errors involving (B)(6) and (B)(6). Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), and an additional battery, where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors between the batteries and controller. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the event log file revealed a controller power-up event, with an associated motor start event, logged on 10/oct/2021 at 14:44:00. The data point logged in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one with 87% rsoc and that (B)(6) was connected to power port two with 89% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. No anomalies were recorded leading up to the loss of power. The controller was without power for five seconds. Review of the event log file also revealed a controller power-up event, without an associated motor start event, logged on 16-oct-2021 at 19:09:34. The data point logged in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one with 81% rsoc and that (B)(6) was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for six seconds. Following the controller power-up event, an electrical fault alarm was logged at 19:09:35, indicating that the front stator was not connected, causing the pump to run on a single stator. This was followed by a vad stopped alarm at 19:10:43 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was then logged on 16-oct-2021 at 19:26:27, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. An additional controller power-up event, without an associated motor start attempt, was logged at 19:29:12, likely during troubleshooting. Review of the alarm log file did not reveal any controller failed alarms within the analyzed period. As a result, the reported premature power switching, communication error, power disconnect alarm, loss of power, electrical fault alarm, and vad stopped alarm events were confirmed. The reported controller failed alarm and driveline poor mechanical connection events could not be confirmed. Additionally, the reported ¿alarm to change a battery¿ event could not be confirmed since low priority alarms, including low battery alarms which notify the user to change the battery, are not recorded in the alarm log file. (B)(6) had been lubricated prior to release. T here was no evidence of lubrication servicing on the remaining associated batteries. The most likely root cause of the reported "alarm to change a battery" event can be attributed to a battery capacity between 10% rsoc and 25% rsoc triggering a low battery alarm. The most likely root cause of the observed contamination in the controller power ports can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and to a momentary disconnection, which may be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarm can be attributed to contamination in the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: (B)(6). D9: yes, return date: 08-nov-2022. H3: yes dev rtn to MFR? Yes. H6: img code(s): g4034. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04, c06, c15, c19. H6: FDA conclusion code(s): d02, d10, d11, d15. D4: (B)(6). H3: yes. H6: img code(s): g0403401. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. D4: (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. No, device evaluation anticipated, but not yet begun mfg date: 30-aug-2018, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2022/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, no, device evaluation anticipated, but not yet begun, mfg date: 30-mar- 2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019/ serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no. No, device evaluation anticipated, but not yet begun, mfg date: 04-jun-2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to the controller exhibiting a ventricular assist device (vad) stopped alarm. Prior to the vad stopped alarm, the controller was suspected to have exhibited power switching and had exhibited an alarm to change a battery after having already changed it, which would not resolve. The patient was indicated to be alert and oriented. Review of log files indicated vad disconnect, electrical fault, and power disconnect alarms occurred along with a controller loss of power, a double power disconnects, and batteries exhibiting a communication error. Additionally, the site reported a controller failed alarm occurring. It was suspected that the vad driveline cable was not fully connected to the controller. The controller was exchanged without issue. The vad and batteries remain in use. No patient complications have been reported as a result of this event.